Event description:
The customer reported via phone call that she had an unexpected restart alarm. Customer stated that cleared the alarm but every time she changes out the battery, the alarm will occur along with multiple external ram error alarms and battery out limit alarms. Customer also had low battery alerts. Customer stated that the pump was not stored or not in use for an extended period of time. Customer will receive a low battery alert with every new battery. Customer stated that the unexpected restart alarm is recurring during normal pump use. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.